Event description:
It was reported the patient had a urinary tract infection. It was noted the patient also experienced urinary frequency. It was reported the patient was prescribed cipro. It was noted the patient¿s symptoms resolved without sequelae on 2011-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 093-28, lot# v567714, implanted: 2010-(B)(6), product type lead. (B)(4).